Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).- the subject smarttouch tablet was not returned for analysis. However, based on the provided picture, it can be suspected that the tablet internal motherboard battery is depleted. - therefore, the tablet should be returned and follow the repair workflow (including a replacement of the internal motherboard battery). - further analyses are ongoing at the level of the manufacturer to determine the root-cause of such issue and to implement corrective actions if necessary. - this case is recorded for trending purposes.

Event description:
Reportedly, the screen of the tablet remains black when started and the message 'cmos checksum error' is displayed.